Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a noise image occurs. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a noise image occurred due to deformation of plug unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope image was flashing. The event occurred during colonoscopy diagnostic procedure that was completed with the same device. There were no reports of patient harm.